Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not work at first when they insert new battery. Customer stated that insulin pump was slower for information to come up on screen when customer insert new battery. Customer stated that insulin pump received unexplained no delivery alarms during bolus. Customer stated that transmitter taking twice longer time charge. Customer stated that they had calibration not accepted and sensor updating alerts. No harm requiring medical intervention was reported. The device will not be returned for analysis.